Event description:
It was reported that log files were sent for review, and the event log contained a sudden onset of low flow hazard alarms on 10dec2024 at ~1:40am. Prior to these alarms, clusters of pulsatility index (pi) events and routine power source changeovers were recorded. The pump appeared to have reacted to a sudden decrease in blood volume flowing through the pump (possible obstruction). Also note there were no unusual faults associated with any rotor interference seen in the log files.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed the reported low flow alarms. A specific cause for these events could not be conclusively determined through this evaluation. The controller event log file contained events from 09dec2024 through 10dec2024. Review of the events from the reported event date of 10dec2024 revealed transient low flow hazard alarms. The file also captured a persistent low flow hazard alarm on 10dec2024, with flow decreasing to 0 liters per minute (lpm). This alarm persisted throughout the remainder of the file. Events from the reported event date revealed no other notable events or alarms. The pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ provides an explanation of pump parameters, including pump flow and pulsatility index (pi). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting,¿ and section 5 of the patient handbook, ¿alarms and troubleshooting,¿ outline system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.